Event description:
Pt was implanted in 2009, but had to go back to surgery at about 13 days later to explant the device, due to failure.

Manufacturer narrative:
The device has not been returned to the MFR.